Event description:
It was reported that during a ptca procedure, the balloon ruptured at 10 atm (rbp=9 atm) and a dissection occurred. The dissection was repaired with another balloon. Pt status is listed as "ok".